Manufacturer narrative:
Manufacturing date corrected. An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A review of the medical information received. The clinician confirmed the event, however it was determined that medical records, clinical history and progress notes were need to further investigate. Device history indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the femoral head and femoral stem disassociation was reported, 8 years after total hip arthroplasty.

Event description:
It was reported that the femoral head and femoral stem disassociation was reported, 8 years after total hip arthroplasty.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.